Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be manufacturing related. The product returned for evaluation was a 4.5fr microintroducer. Microscopic inspection of the transition between the sheath and the dilator revealed a longitudinal split. Fiber-like strands spanned the entire length of the split. The features of the split suggest the damage is likely related to the manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer the microintroducer sheath was split. Both sets of microintubators were placed in one patient and the product was found to be defective midway through the insertion. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported by the customer the microintroducer sheath was split. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.